Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix stretched out of specification. There was blood visible in the distal conductor, likely entered through the pin with no insulation breach found. Blood and tissue were visible on the helix. (B)(4).

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was repositioned several times due to high thresholds and low sensing amplitudes. In addition, the pacing impedance was greater than 2500 ohms, which was suspected to be related to the helix not being fully extended. It was noted that an abnormally high number of rotations were required to fully extend the helix. The lead was again attempted to be repositioned, however a high number of rotations were required to retract the helix as well. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.